Event description:
It was reported that the patient remained on a ventilator in the intensive care unit (ICU) after implant. They passed away on (B)(6) 2023 from multisystem organ failure. The pump performed as intended.

Manufacturer narrative:
Health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported patient outcome could not be conclusively determined through this evaluation. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of this IFU lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.